Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to no good threshold obtained and the helix was unscrewed after repeatedly extended several times. This rv lead was replaced with the same model, not implanted and was returned for analysis. No adverse patient effects were reported.